Manufacturer narrative:
Attempts have been made to obtain further information surrounding the event however, these attempts have been without successful results. There was no more information beyond what was received on the complaint report. If a, "restart ventilator" error message is displayed, it indicates a communication error between the panel sub-system and the monitoring sub-system. This error will not affect on-going ventilation to the patient. But, since no device logs were obtained, no further conclusions could be drawn. The information on the reported complaint is not adequate, therefore, further investigation is not feasible.

Event description:
(B)(4).

Event description:
It was reported that the ventilator displayed a, "restart ventilator" error message. The patient involvement is unknown. (B)(4).